Event description:
Accessed the right groin to put a stent in the left iliac. Encountered significant calcium in the left iliac, so tried to pre dilate with admiral balloon. This was unsuccessful. Physician made judgement to try to access with the stent. When device encountered calcium, the stent came off the balloon and the physician had to deploy the stent in the right iliac. No pt injury reported.